Event description:
The following has been reported: customer complained that the device automatically turned on and showed alarm "error 38-0001 off key error" after local engineer checking, they found freeze panel so they replace keyboard and the device can be used as usual. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. A technical error 38 was found which confirms the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. The keyboard was replaced and sent back to brézins for further investigation. According to provided information, repairs solved the issue. Once in brézins, the reported event was reproduced during cross tests. Therefore this complaint is considered as valid and the root cause of the reported event is likely due to a weakness in the keyboard. This event could be linked to an internal CAPA that was opened to address the defective keyboard. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.